Manufacturer narrative:
The device is pending investigation. The DHR was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The type of bone was type ii. No general bone loss was reported and the implant site was infected. The patient is reported to be in satisfactory condition.